Event description:
Additional information was received from patient who reported that they changed the channels and issue(s) have been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, bowel dysfunction/sacral nerve stimulation, fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The patient reported that about 10 days prior to the report that someone opened a car door and the door knob hit her on the hip where the battery was implanted and it hurt. The patient reported that she urinated many times and did not know what it was. The patient reported that she increased stimulation and she stopped urinating. The patient also reported that earlier on the day of this report, she started urinating again. The patient reported that she was urinating every 2-3 minutes and put a towel between her legs. The patient reported that she went to turn stimulation up again but it would not increase. It was noted that the patient confirmed seeing the upper limit screen. The patient also reported that the implant site felt sore. The patient reported that the implant site had been a little tender. The patient reported that the implant site was raised up a little bit because of the battery initially but now the hip is more flat. It was noted that the therapy was on program 4 at 8.4v. The patient was able to bypass the upper limit screen and changed to program 1. The patient increased stimulation to 7.2v and reported she felt a little stimulation. The patient was advised to follow up with their healthcare professional to get implant checked since this started happening when she got hit by car door. The patient reported that she had an appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.